Event description:
Adverse event: thrombosis requiring medical intervention/cardiac arrest treated with medication. Onset of adverse event: during the procedure/after the procedure. Device issue: none. It was reported that during the procedure in the proximal left anterior descending artery, for treatment of an acute myocardial infarction and thrombosis, a thrombuster was used to suction the thrombus and a xience v stent was deployed. After stent deployment, thrombosis was confirmed within the stent. The thrombuster was used again as well as additional balloon inflation. The procedure was completed successfully and the patient was taken to the intensive care unit. Two days later, an intra-aortic balloon pump was removed from the patient who was confirmed to be in cardiac arrest. Medication was administered and the patient is recovering. Though requested, no additional information has been provided.

Manufacturer narrative:
(B) (4). (B) (4). Thrombosis and cardiac arrest are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It should be noted that the xience v IFU states that the xience v stent is contraindicated for use in patients who had a recent acute myocardial infarction (ami). In this case, it cannot be determined whether the IFU deviation contributed to the reported patient effects.